Event description:
Additional information received reported that the patient had surgery and the device was replaced on (B)(6)-2012. The patient had appointments with manufacturer representatives at her doctor's office following the replacement on (B)(6)-2012. No further information was reported.

Event description:
It was reported that there was a "bubble" or "burned area" at the implant site, and the implantable neurostimulator (ins) was replaced. It was noted that the "hole had closed" by the time the patient saw her physician and the patient was on prescription antibiotics. It was unclear about the year when the "blister" appeared, as it was both stated that the incident occurred "within a week in (B)(6) 2011" and that "2 years ago patient showed a blister region." It was stated that "last" (B)(6), the patient's implant started to "malfunction," causing the patient to be able to walk "less and less." It was noted that the device "stopped working" a year prior to the device replacement. The cause of the event was unknown and the explant date was not given. There were no abnormal impedance measurements and hospitalization was not required. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495lz40, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3998, lot# l97857, implanted: (B)(6) 2001, product type lead. (B)(4).